Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that patient underwent c-section procedure between (B)(6) 2017 and barbed suture was used. It was also reported that the thread broke during the procedure. There was no patient consequence reported. No additional information was provided.